Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45 lead, implanted: 2004-(B)(6). (B)(4).

Event description:
It was reported that a remote monitoring transmission was received which indicated that the patient received shocks for ventricular tachycardia, but it was unable to be determined if the shock may have been for supraventricular tachycardia. After the fifth shock,the ventricular rates gradually decreased below the detection zone which terminated the episode. The device remains in use. No patient complications have been reported as a result of this event.